Event description:
It was reported that the patient burned himself and had an infection somewhere else on his body due to being burned, however the pump pocket was ¿super¿ infected at the time of report. An extremity burned caused a delayed/complication. The pump and catheter were removed on (B)(6) 2015. There was fluid in the pocket when the pump was being removed. The patient did not have meningitis. The day following surgery the patient was doing good. Other medications the patient was taking at the time of report included valium. The patient was administered perioperative antibiotics. The date of onset/diagnosis of infection was in 2014. The date of the patient¿s last refill was unknown. The signs and symptoms of infection included drainage and incisional wound opening. It was unknown if a culture was obtained. Treatment instituted for the infection included IV antibiotics. The patient outcome was ongoing. The patient had no drug withdrawal. The hcp wanted to know how long the patient could be on oral baclofen or if there were any oral to intrathecal dosing conversion recommendations. The pump was used to infuse gablofen. Refer to manufacturer report # 3004209178-2015-12382 for event associated with externalized catheter.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l58360, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type catheter; product ID 8575, lot # j11966r, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type accessory. (B)(4).